Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed the reset, and was advised to continue using the pump.